Manufacturer narrative:
Per the initial reporter, the device will not be returned since it remains implanted (B)(4). PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported the patient presented for a venous study for deep vein thrombosis and it was found that the tulip filter (lot and part number not provided), which had been implanted approximately fifteen years ago, had fractured and penetrated into the aorta. It was found one of the primary struts was fractured and appeared to be embedded in the vena cava wall. A second primary strut was found to have penetrated through the vena cava into the aorta. The patient did not experience any pain or discomfort due to this occurrence. Hematoma and infection were denied. An aortic cuff was placed in the aorta as a result. Images were not provided from the deployment procedure; therefore, it is not known if the filter tilt was in the appropriate range. It is not known if the complaint device migrated during implantation. The tulip filter remains implanted in the patient.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. A review of the complaint history, instructions for use (IFU), and specifications was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.